Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a seriousinjury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is nochange to device performance or to the device risk profile. A CAPA (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.

Event description:
The patient reported: pain level: 6, with discomfort. There are lots of edges cutting into my mouth, even when I file them. The field parts seem to cause irritation due to their roughness. The clinical team provided the patient with tips to manage the discomfort. There was no further response from the patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.